Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the device was stuck in warm up. The sensor was inserted into the abdomen on (B)(6) 2021. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. Signal loss greater than three hours was observed in the data. The reported event of a device stuck in warm up is reportable based on the finding of signal loss greater than three hours. No injury or medical intervention was reported.